Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient's blood pressure dropped, and a pericardial effusion was discovered. The physician performed a pericardiocentesis and drained 500cc of fluid from the patient. The patient did not experience any other complications and is expected to make a full recovery from this event.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient's blood pressure dropped, and a pericardial effusion was discovered. The physician performed a pericardiocentesis and drained 500cc of fluid from the patient. The patient did not experience any other complications and is expected to make a full recovery from this event. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.